Event description:
Covidien received info that during pt use, an 840 ventilator experienced a blank screen, ventilation stopped, and the power appeared to be in the off position. There was no report of an audible alarm at the time of the event. The device was removed from the pt. There was no harm reported to the pt.

Manufacturer narrative:
(B)(4).